Manufacturer narrative:
Findings: all buttons functioning properly. No damage in keypad assembly noted. Inspected on lcd connector and no unlocked connector noted. Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had fill/prime anomaly, damage, and keypad anomaly. The insulin pump was squirting insulin, had a crack in the battery compartment, and the buttons were hard to press. The customer's parent was assisted with damage troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The battery compartment threads were reported to be cracked. Troubleshooting for button error/keypad anomaly was performed. The customer stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump passed self-test. No troubleshooting performed for the fill/prime anomaly. The insulin pump was returned for analysis.